Event description:
Material # 2477-0007, batch # 23115477. It was reported by customer that the nurse was spiking the unit of blood when she noticed blood pooling on the floor from the blood component bag, she turned the bag upright to see where the blood was coming from and noticed that the infusion tubing was snapped. Verbatim: rcc received a complaint via email. Email(s) attached. The nurse was spiking the unit of blood when she noticed blood pooling on the floor from the blood component bag, she turned the bag upright to see where the blood was coming from and noticed that the infusion tubing was snapped. The line was never attached to the patient so there was no patient harm. The primary rn was notified and the blood bank was called. The nurses reported that the tubing was "brittle and just snapped." The actual tubing was not sequestered for evaluation. Item# 2477-0007, lot# 240753.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2477-0007 and lot# 23115477 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the nurse was spiking the unit of blood when she noticed blood pooling on the floor from the blood component bag, she turned the bag upright to see where the blood was coming from and noticed that the infusion tubing was snapped.